Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringes with needles luer slip had an extra needle or that there was more than one needle where there should be one. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: DHR review: commercial batch: 8054991 needle assembled batch: 8045956 8054991- it was performed the DHR review and the manufacturing date was february 20th ¿ 22nd, 2018. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by needle visual inspection each 02 hours at 36 parts at process. 8045956 - it was performed the DHR review and the manufacturing date was february 14th ¿ 16th, 2018. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by needle visual inspection each 02 hours at 50 parts at assembly process. Qn review: no quality notifications (qns) that could be potentially related to the failure mode at batches were observed. Maintenance review: according maintenance record, (B)(4) vision system failure, there was one intervention in the assembly machine related with failure mode. Picture and sample related with the occurrence were received. Analysis confirms the defect. According to the sample and photo sent, it was identified that during the assembly of the needle, an extra cannula locked on the hub. The epoxy nozzle applied the resin that glues this cannula in the hub, and the resin also fixed the extra cannula in the hub side. As the vision system check the right cannula in the right position, it is not able to check the extra cannula, this non conformity needle was not refused. This kind of failure mode is not systematic, according to batch history, those type of failures has a very low frequency of occurrence.

Event description:
It was reported that bd¿ syringes with needles luer slip had an extra needle or that there was more than one needle where there should be one. No serious injury or medical intervention was reported.